Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Downstream occlusion (dso) seal was bubbled. Functional testing performed. The customer's reported problem, device failing to detect cassette attachment, was found during functional test. The root cause was a bad latch lock flex. Replaced latch lock flex to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was failing to detect cassette attachment. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.